Event description:
Pt called to report they rec'd an corneal ulcer wearing acuvue 2 lens. Pt was prescribed antibiotics. Optometrist states pt was seen on 3/13, with "pain, light sensitive". Optometrist noted an corneal ulcer in the right eye, located at the 8 o'clock position with 3+ injection, ac rare cell. Pt was prescribed ocuflox and tobrex. No contact lens wear, two days. F/u on 3/14, some light sensitivity in right eye, conjunctiva clear, "hard to focus with right eye". Right eye much better. Left eye positive keratitis, +1 injection, no discharge. On 4/22 pt returned for f/u, eyes were clear and was released to return to contact lens wear. No add'l info is available to enable further investigation at this time.